Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an extension tubing split is confirmed but the exact cause remains unknown. One photo sample of a safestep infusion set device was provided for investigation. The device is shown with what appears to be blood residue within the extension tubing. The safety mechanism is advanced but may not be fully activated. The luer hub is shown to be completely detached from the extension tubing. The surface characteristics of the extension tubing cannot be clearly observed. A plastic container is shown besides the device and has the date ¿5/28¿ written out. Since the exact cause of the split could not be determined from the details provided from the photo, the complaint remains unknown. Possible contributing factors include material fatigue caused by excessive manipulation of the tubing and sharp instrument damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported: "we have had another round of issues with tubing crack/splitting in the same areas as before with our port huber needles. Since 5/28, with the same patient the tubing has broken 3 different times. Once again it appears to be the 20 g ¾ in and it is breaking in the same spot, right at the end of the tubing where the clave attaches. The patient was most recently accessed on 6/6 with a 22g ¾ with no issues so far." This report addresses the needle accessed during 5/25 -5/28 re-accessed due to break in line.